Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (200cg/ml at 1100 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient complained of increasing spasm. The healthcare provider attempted a cap access and could not aspirated. The cause of the event was unknown. Action/intervention: the physician replaced the pump for no specific reason and the catheter was cut at the back and catheter was free flowing. New pump segment from an 8781 was connected to the spinal segment and the physician was able to easily aspirate the catheter from the new pump catheter aspirate port (cap). Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient weight and medical history were asked but unavailable due to legal confidential reason. The patient status was alive and no injury.